Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being hospitalized due to an undetermined cause. The customer stated that she had fallen 5 times in 10 days. She stated that the hospitalization may have been due to her diabetes. She reported that the insulin pump had alarmed lost sensor, for which she declined to troubleshoot. The customer did not provide the blood glucose reading. She stated that she did not know what caused her fall. She stated that the event may have been due to neuropathy as well, as she may have had a basal rate that was set too high. She also reported that she had had a very bad urinary tract infection. She requested assistance with setting up her insulin pump as she was beginning to use it again. She was advised to consult her doctor about checking her device settings.